Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance can be limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery system became stuck on the guidewire. Lesion location and characteristics were not available. The physician reported after deploying taxus liberte drug eluting stent, the stent delivery balloon became stuck on a non-bsc guidewire. The physician had to pull the entire wire and stent delivery system (sds) out together as he was unable to move the (sds) along the wire. The procedure was successfully completed. No pt complications were reported. Pt's status reported as "fine". No further info is available.